Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service ctr for a report from the customer contact that the device had an s208 (can bus error - psc) error code. This is not a reportable malfunction. However, during verification testing at the service ctr, the device alarmed with an s421 (motor error-pmc, right) malfunction alarm code.